Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis investigation confirmed the customer reported complaint of "instrument was not grasping properly due to a faulty cable." The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the spatula moves in yaw. Additionally, the instrument was found to have a damaged insulation on the conductor wire likely from being dislodged which caused thermal damage on the monopolar yaw pulley. Advanced failure analysis reported that the conductor wire at the welded location and the potting was confirmed visually to be intact. The conductor wire was pinched and had the insulation compromised in a different location, thus leading to thermal damage on the yaw pulley in that location. A review of the instrument log for the permanent cautery spatula instrument (470184-11/s10170706 0014) associated with this event has been performed. Per the logs, the instrument was last used on 10/18/2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the conductor wire of could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's eighth usage and, therefore, had not expired. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported prior to starting a da vinci assisted procedure that the permanent cautery spatula instrument was not grasping properly during use possibly due to a faulty cable. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide any additional information regarding the permanent cautery spatula instrument and issue due to the fact that the event took place in 2018 and was not reported to isi until 2019. The customer stated that if the issue was found prior to starting (as initially reported), then they would have not used it on the patient and completed the case with a spare instrument. Information regarding patient demographic, relevant tests, and patient medical history was requested, however the customer could not provide that information.